Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#:(B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient¿s incision site did not heal at the implantable neurostimulator (ins) and lead site. They stated that the system was explanted on (B)(6) 2018. It was noted that after removal of the system, an infection was confirmed through testing. The rep stated that the infection has cleared up, and the patient will be implanted with a new system on the day of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device was explanted on (B)(6) 2018. They stated that the customer discarded the device. The patient weighted (B)(6) at the time of the event. No further complications were reported or anticipated.